Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device delivered inappropriate shocks. The physician increased the sensitivity value and the device remains in use. The patient will be closely followed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned; however, analysis of the device memory indicated the unexpected delivery of ventricular tachy-arrhythmia therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.